Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly would have not power on. There was evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history shows no power issues with the pump from (B)(4) 2012 to (B)(4) 2012. The black box history shows two ''low battery'' alarms on (B)(6) 2012 and (B)(6) 2012. The battery compartment was found to be cracked. The battery cap was found to be stripped and would not secure tightly to the pump. A new test battery cap was used for investigation. The pump was exercised for 24 hours with the test battery cap with no power issues noted.